Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the reported event was caused by the l generator cover. Adjustment of the cover to fit into the slide resolved the issue. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that they received the error message 'press m to calibrate motion' on the imaging system's screen. They calibrated motion but were unable to dock. There was no patient present when this issue was identified.